Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported the tip of the syringe broke in the stop cock. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer tip is broken off into a stopcock. No other defects or imperfections were observed. Previous investigations have found that excessive torque when connecting the syringe to the stopcock can induce the syringe barrel luer tip breaking off. A device history record review was completed for provided material number: 302830, lot: 5044971. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had tip breakage. The following information was provided by the initial reporter: material#: 302830, batch#: 5044971. Xxx, the ER manager at (B)(6), has reached out regarding a product failure using bd syringes in conjunction with an ICU medical 3 way stop cock where the tip of the syringe broke in the stop cock resulting in blood exposure due to blood leaking from the line. ICU medical code involved was b4020. The two syringes that snapped were a 50ml ll (bd309653, lot#: 5154170) and a 20ml syringe lot#: 5044971. I was not given the product code for this item but based on the product codes we get from bd I am assuming it applies to either bd302830 (ll 20ml) or bd302831 (20ml st). Ii assume bd can confirm product code based on lot number.